Manufacturer narrative:
Tracking #.45979. Based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident "that the device was impermeable" during surgery. The needle was returned in good physical condition, with no anomalies observed. The needle was tested and functioned as designed. It was concluded that the needle was conforming to design specs. Note: this inquiry was originally reported as an rpo (record purposes only).

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device was impermeable. There was no pt consequence.